Manufacturer narrative:
The product is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited noise and oversensing that resulted in delivery of inappropriate shock therapy. An invasive procedure was performed. The lead was explanted and replaced. No additional adverse patient effects were reported.